Manufacturer narrative:
The review of the mfg records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2013, a gore viabahn endoprosthesis was used for the treatment of a femoral artery pseudoaneurysm proximal to an autologous surgical graft. Access was obtained from the ipsilateral side using a 11fr. Pinnacle terumo sheath. It was reported to gore that the viabahn device was introduced to the target region. It was stated the viabahn device was said to appear to be 5cm shorter than expected. This device was retracted from the sheath. During retraction the physician felt friction and the surgical graft was damaged. The procedure was converted to an open surgery. The pt did not experience further issues.